Event description:
A g0 2 years after novasure endometrial ablation developed hematosalpinx and subsequent bilateral hematosalpinx and hematometra. Beginning 2007 there were two ER visits, severe pain requiring narcotics, and tah with bilateral salpingectomy and unilateral oophorectomy was performed 4 mos later. Novasure was performed in 2005. Diagnosis or reason for use: mennometrorhagia.